Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial lead exhibited mode switch due to noise oversensing. Programming changes were made, and the patient was in stable condition.